Event description:
A-line set, in use when white flushing flanges, broke off. A normal saline flush was already in place but a-line was found to not draw back blood. Questionable clot so aline was removed. Unsure if broken product was cause of clotted a-line. The white flanges for the a-line had snapped off and a normal saline flush was attached. It was found that the a-line would not draw back and line was suspected to be clotted and had to be removed. Manufacturer response for a-line set, a-line set (per site reporter). [Redacted date] - sample retrieved. [Redacted date] - emailed rep. And received a response that the event has been submitted to ICU medical. [Redacted date] - ICU medical case #: (B)(4). [Redacted date] - RMA/mailer received; sample shipped.